Event description:
It was reported that the patient underwent a sinus procedure. During the procedure, the cutting insert of the blade came out of the outer covering. The handpiece was oscillating at 5000 rpm. The broken pieces were easily retrieved from the patient's nose. Reportedly, there was no patient injury.

Manufacturer narrative:
No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made. (B)(4). Preliminary observations indicate no manufacturing issues that may have contributed to the alleged complaint. There was no indication of material failure. Visual analysis was performed with the unaided eye; the inner spiral wrap appears to be fractured and detached just proximal of the weld and at the first proximal wrap. There was no indication that the weld fell. All components were present per specification. Due to the extensive damage and condition sustained to the product, only visual observations are available, and therefore, as a result no conclusions can be drawn at this time.